Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with readings peaking at 293 mg/dl and remaining above 200 mg/dl for several hours after announcing a meal that was larger than usual, followed by troubleshooting that included fill tubing verification of insulin flow and an infusion site change, with subsequent manual insulin (aspart) administration per clinician guidance while remaining on the pump; no device alarms were reported. Symptoms included hyperglycemia, dry mouth, and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.